Manufacturer narrative:
(B)(4).

Event description:
Approximately four weeks post a labral repair procedure, a revision surgery was performed on a patient. It was observed during the procedure that the osteoraptor anchor had dislodged or migrated out of the prepared site.